Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are not feeling good post a painful implant procedure, with concerns about their leadless implantable pulse generator (ipg) function. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.